Manufacturer narrative:
Physio-control evaluated the customer's device and verified the reported issue. It was observed that the device was unable to power on and the internal hybrid layer capacitor (hlc) batteries measured low voltage. It was also observed that the analog pcb intermittently would not power on. The cause of the reported issue was due to the internal hybrid layer capacitor (hlc) batteries becoming depleted. The cause of the intermittent issue with the analog pcb assembly could not be determined. The customer received a replacement device.

Event description:
The customer contacted physio-control to report that their device displayed all three icons (charge-pak, attention, and service wrench) and would no longer power on. There was no patient use associated with this event.

Manufacturer narrative:
(B)(4). Physio-control continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that their device displayed all three icons (charge-pak, attention, and service wrench) and would no longer power on. There was no patient use associated with this event.